Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure the patient experienced endophthalmitis which was confirmed on the fourth day after surgery with key findings cells and keratic precipitates (kp). The patient underwent vitreous surgery at another facility due to that pharmaceutical treatment was unknown. The lens was remained in patient eye and the event outcome was resolving. Additional information has been received stating on day 5 post-operative a black haze was seen with no defect in intraocular lens (iol). On day 6 post-operative the patient had blurred vision since about noon with inflammation findings, cells, keratic precipitates (kp), and vitreous opacity. On day 7 post-operative the patient was referred to another hospital and underwent emergency surgery (vitrectomy) on the same day. On day 9 post-operative the patient continued antibiotic infusion and eye drops during hospitalization. On day 19 post-operative the patient was discharged from hospital after 12 days. On 01 month 30 days post-operative the patient vision was recovered to 1.2 and driven the car several times. The patient would visit another hospital again. There are two medical device reports associated with this complaint. This report is 1 of 2.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).